Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners and minor scratched lcd window. Unable to download unit to carelink due to physical damage to lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped. The insulin pump's screen was cracked and hard to read. The screen had a black spot in the center. The customer requested assistance with uploading the insulin pump to carelink. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.